Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap broke after approximately six months of use. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one button replacement 18f 1.7cm gastrostomy non-balloon sample was returned for evaluation. The cap plug was received detached from the cap. When viewed under magnification, it was noted that the break had a jagged profile with smooth break surfaces possessing a matching pattern of parallel striations on both sides of the break. As the device was returned with the cap plug detached from the rest of the valve, the investigation is confirmed for the reported plug detachment. Per the evaluation results, the break surface was smooth and had a pattern of parallel striations. This is typical of a break due to sharp instrument damage. Therefore, it is possible that a cut with a sharp instrument contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the cap broke after approximately six months of use. The device was removed and another manufacturer's device was used to complete the procedure. There was no reported patient injury.